Event description:
The customer reported false positive results with the binaxnow covid-19 antigen self-test for seven (7) patients performed on unknown dates. This MFR. Report addresses patient six (6) of seven (7). The customer reported a false positive result with the binaxnow covid-19 antigen self-test performed on an unknown date on a nasal sample. Confirmation naat pcr testing (unknown platform) was performed and generated negative results. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
Date of event: the date provided is an approximation as the exact event date was not provided. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single use; device discarded.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 217440 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 217440, test base part number 195-430wjr / lot 215177. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded.

Event description:
The customer reported false positive results with the binaxnow covid-19 antigen self-test for seven (7) patients performed on unknown dates. This MFR. Report addresses patient six (6) of seven (7). The customer reported a false positive result with the binaxnow covid-19 antigen self-test performed on an unknown date on a nasal sample. Confirmation naat pcr testing (unknown platform) was performed and generated negative results. Although requested, no additional information including patient treatment and outcome was provided.